Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 130 mg/dl at the time of incident. The customer stated that her blood glucose was 115 mg/dl and sensor glucose was 60 mg/dl when it triggered threshold suspend. The customer stated that the cannula was kinked when she pulled the sensor off. The sensor will not be returned for analysis.